Event description:
This ra lead was implanted on (B)(6) 2017. A product experience report received noted that during implant patient had oozing and pressure dressing applied. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).